Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no significant anomalies and had a reduced battery capacity due to overdischarge. No coupling or recharging issues were observed. (B)(4)

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had failed and was explanted. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additionalinformation received reported the implantable neurostimulator (ins) malfunctioned. There was no patient death or injury and they recovered without sequela after the device was removed.